Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 432 mg/dl. Customer also reported no delivery alarm. Issue corrected with infusion set change and no delivery changed out set when they got home and sugars went back down declined to troubleshoot the high blood sugars. The insulin pump will not be returned for analysis.